Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. Technical services (ts) was consulted, discussed patient has a bundle branch block and at elevated heart rates the patient loses r wave amplitude and starts t wave oversensing. Ts recommended screening at elevated rates with different pg locations to see if we can maintain r wave amplitude. This s-ICD system remains in service. No additional adverse patient effects were reported.